Event description:
As reported by the complainant, embosphere microspheres were used to embolize a left nasal arteriovenous malformation. Post-procedure, the pt experienced vision loss in the right eye which was subsequently confirmed during a vision examination. It was also reported that the microcatheter used to inject the microspheres "clogged" during the procedure after a small injection; the catheter was then removed.

Manufacturer narrative:
A device history record review was performed on the device in question. It was concluded that there were no anomalies identified that may have contributed to the reported event. This is the first customer complaint received on this lot of embosphere microspheres.